Manufacturer narrative:
Concomitant products: cook, tracer metro direct wire guide, metii-35-480; cook, quantum biliary inflation device, qbid-1. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was not included in the return. A functional test could not be performed due to the condition of the returned device. A visual inspection of the catheter showed cracks at 15.6 cm, 17 cm, 21.3 cm, 24.3 cm and at 101.5 cm from the distal end. A kink was also observed at 10.5 cm from the distal end of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." This is the most likely cause for the reported observation. The additional information provided from the user also indicated that the balloon was inflated using a cook quantum biliary (qbid-1) inflation device. The qbid-1 inflation device has a 20 cc syringe which is incompatible with the dilation balloon and cannot be used to inflate it. The instructions for use advise the user "attach the balloon to a 60 ml (cc) inflation device with gauge to monitor balloon pressure." Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that, against the instructions for use, negative pressure was not applied, an incompatible inflation device was used, and that the wire guide used was against its intended use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device was advanced along with the wire guide to the desired location. The operator started to inject water when they found out the balloon was leaking.